Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f mynxgrip vascular closure device (vd) did not deploy during closure and during testing, the balloon didn¿t inflate. After a couple of tries the balloon finally inflated but the during deployment the white straw got stuck into the black sheath and was not able to be used. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported events of ¿balloon-inflation difficulty¿ and ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device was not received for analysis. The exact cause of the inflation difficulty and failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. Since the balloon was able to be inflated properly for use in the patient, prepping/handling factors likely resulted in the difficulty experienced when testing the balloon. Also, the reported failure to deploy event could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the IFU, which is not intended as a mitigation, device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Also, the IFU states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Based on the information available for review, there is no indication that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a 5f mynxgrip vascular closure device (vd) did not deploy during closure and during testing, the balloon didn¿t inflate. After a couple of tries the balloon finally inflated but the during deployment the white straw got stuck into the black sheath and was not able to be used. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.